Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, delamination of the valve, and device appearance (split in patch). A leak test was performed and found delamination of the valve. A microscopic analysis identified partial delamination of the diapherm flange disk assessed as adhesive failure. A fill inspection was performed and identified no blockage in the valve. In addition, observed a separation between the shell and patch (ss) which is out of specification per qa 199.06, it is assessed as workmanship. Fi results: review of DHR for work order 2286254 did not identify any deviations, omissions, errors or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.